Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: e3: reporter is a j&j employee. G4: device is not distributed in the united states, but is similar to device marketed in the USA. H3, h6: a product investigation was conducted. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the vertebral body set/medium- sterile had signs of breakage, tearing off and deformation at the distal tip of the balloon, these conditions were most likely created during insertion process. A dimensional inspection for the vertebral body set/medium- sterile was unable to be performed due to post manufacturing damage. The complaint was reviewed with the supplier and it was confirmed that all parts pass a 100% leak test and all lots have a sample burst test performed as part of lot acceptance. As part of the investigation, the supplier also performed a burst test on 2 new production devices and both burst above the required 30 atmospheres. A visual examination of the burst test samples confirmed the condition of the balloons were consistent with the complaint devices. The vertebral body stent surgical technique guide was reviewed; it states to stop balloon expansion if any of the following happens: 1. Desired vertebral body height or angle is reached. The maximum stent diameter is 15 mm for vbb small and 17 mm for both vbb medium and vbb large. 2. Pressure reaches 30 atm (440 psi) 3. Vbs volume reaches maximum 4.0 ml for vbb small 4.5 ml for vbb medium 5.0 ml for vbb large the surgical technique guide also contains the following warnings: do not fill the balloons over their maximum volume or pressure. If this is done, they may leak. Vbb maximum volumes differ from vbs maximum volumes. The maximum expanded volumes for vbs are 0.5 ml more than for vbb. The failures observed on the returned device is consistent with failure due to over expansion or pressurization. Per the surgical technique guide, expansion should be discontinued as the maximum volume had been reached. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the vertebral body set/medium- sterile would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. The cause of the observed condition is likely due to continuing to pressurize the balloon after the maximum volume had been reached. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: device history record (DHR) review conducted: part: 09.804.601s synthes lot:82293435 supplier lot:82293435 release to warehouse date: sep 30, 2023 supplier: confluent medical technologies ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this was a vbs (l1) performed on (B)(6) 2024. In the surgery, the cement leaked into the spinal canal and an emergency decompression was performed. The cement that was in the spinal canal was removed and the wound was closed. The surgeon confirmed the x-ray and that the patient's leg motion was fine. The surgeon did not seem to be clear about this, as there was no cement leak in the vertebral body, but rather an event that had suddenly appeared in the spinal canal. The surgery was completed successfully with 35 minutes surgical delay. The scheduled surgery time was about one hour. Surgeon commented that even if a cement leak were to occur, the path of the cement from the injection site to the leak site should be visible, but this was not the case in this case. No further information is available. During manufacturer's preliminary investigation of the returned device it was identified that vertebral body set/medium- sterile was broken. This report is for one (1) vertebral body set/medium- sterile this is report 2 of 5 for complaint (B)(4).